Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient complained of knee pain and patient was taken for revision surgery and the tibial base plate was found to be loose at the cement to implant interface. Depuy cement was used. At that point all implants were removed and we proceeded with a complete knee revision. Patella was retained. Doi: (B)(6) 2016, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Details for gentamicin component of combination product: dmf#  - 13704 , trade name ¿ gentamicin sulphate , active ingredient(s) ¿ gentamicin sulphate , dosage form - powder , strength ¿ 1.0g active in our cements.